Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus on the device. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During advancement of the first mitraclip delivery system (cds), thrombus was observed on the shaft of the cds. Heparin was given. The clip was successfully implanted and the cds removed. Thrombus was no longer visible on the device or in the patient. A second clip was successfully implanted, reducing mr to grade 1. There was no reported adverse patient sequela or a clinically significant delay in procedure. There was no additional information provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause of reported thrombosis could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.